Event description:
Customer reportedly received result of 268 mg/dl on the advantage system while using comfort curve test strips, and result of 106 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of meter and test strips however customer declined returning the system; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number and expiration date unknown). Reference medwatch report (B)(6) for the suspect device used in the aviva system.